Event description:
It was reported that a device sterility issue occurred. The sled pullback system accessory was selected for use as part of an intravascular ultrasound procedure. When the outer packaging was opened, it was noted that the sled was already in a non-sterile state. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed that the product seal was incomplete, and the sled tray was deformed.

Event description:
It was reported that a device sterility issue occurred. The sled pullback system accessory was selected for use as part of an intravascular ultrasound procedure. When the outer packaging was opened, it was noted that the sled was already in a non-sterile state. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.